Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had a fall and landed on her back. When pt tried to adjust her stimulation, it was auto-reducing. Diagnostics showed that a few contacts on the lead had invalid impedances. Pt did not feel any stimulation when reprogramming was attempted with the working contacts. X-ray imagery showed no visible lead fracture.